Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (394 mg/dl). Contact stated pump settings need to be adjusted. Tandem technical support guided the customer through adjusting pump settings. Reportedly, pump supplies were changed and boluses delivered to stabilize blood glucose levels.